Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green there was a loose connection that may have lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: when connecting 10 ml syringe with the 21g needle ref 304432 there is a loose connection and the syringe vacuum is not proper and there is possibility of fluid leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes; d.9. Returned to manufacturer on: 10-feb-2022. H.6. Investigation: a device history record review was completed for provided material number 304432 and lot number 210410. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, one used needle assembled with an emerald syringe was provided for evaluation by our quality engineer team. The needle was found to be clogged with the medication. The tip of the syringe and the needle hub were microscopically examined and no signs of defect were identified. An unused needle and an unused emerald syringe were also provided for evaluation. The needle was assembled onto the syringe following regular practices of positioning the hub onto the syringe tip with a slightly rotational movement. No defects were identified with the connection of the products. Twenty retained samples were also obtained for investigation. The retained samples were assembled with a syringe and no difficulties or defects were observed. Based on the investigation results, we were unable to reproduce the reported defect and an exact manufacturing related cause could not be determined for the reported incident. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green there was a loose connection that may have lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: when connecting 10 ml syringe with the 21g needle ref (B)(4) there is a loose connection and the syringe vacuum is not proper and there is possibility of fluid leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green there was a loose connection that may have lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: when connecting 10 ml syringe with the 21g needle ref (B)(4) there is a loose connection and the syringe vacuum is not proper and there is possibility of fluid leakage.